Event description:
It was reported by the technical services department that the saw begins working as soon as a battery is connected. It is also reported that the saw operates when the trigger is not depressed. There was no reported pt involvement or adverse consequences as a result.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation.